Manufacturer narrative:
(B)(4). Results: root cause of event cannot be determined based on limited info, no details reported in relation to the stent dislodgement. Failure to deliver the stent, stent embolism. Conclusions: no conclusion can be drawn (root cause of event cannot be determined based on limited info, no details reported in relation to the stent dislodgement). Eval summary: the device was returned to the manufacturing facility. The balloon had been inflated. The transition tubing was stretched and slightly kinked. The distal shaft was pinched and partially twisted 13.3 cm proximal to the balloon bond. The stent was not returned with the device. Please note that this device (rsint35038x, 0005377960) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion exhibited severe 2-vessel cad and diffuse coronary sclerosis). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe 2-vessel cad and diffuse coronary sclerosis).

Event description:
The physician intended to implant a 3.5 mm diameter x 38 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. It was reported that the stent could not reach the target lesion as the delivery system was kinked. There was no damage to the device packaging. The device was returned to the manufacturing facility and the stent was not present on the stent delivery system. No clinical sequelae were reported.

Event description:
Procedural notes were provided which confirmed that the target lesion in the rca exhibited severe 2-vessel cad and diffuse coronary sclerosis. The resolute integrity stent could not cross the target lesion and slipped from the balloon when an attempt was made to remove it. The stent was deployed in the rca. The deployed stent was then post-dilated as it was not fully expanded. Further dilations were performed and an other brand balloon was implanted via the s1 branch. A large distal dissection was observed which required the placement of an additional other brand stent. Cine image review: procedural images were provided for review. The images do not capture all stages of the procedure. The difficulties positioning the device or the stent dislodgement cannot be seen in the images captured. The image review has confirmed a severely calcified rca vessel, which most likely contributed to the failure to deliver the device and stent dislodgement.